Event description:
Patient was having fractured internal defibrillator lead removed using laser in cath lab. Laser machine stopped working so pt was taken to the or for minimally invasive right anterior thoracotomy to retrieve the fractured lead and holder that was be used to remove the lead. Dates of use: unknown. Diagnosis or reason for use: used to retract internal leads.